Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Visual inspection identified cracks on the ultrasonic sensor tail flex which contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found out of specification in relation to the reported upstream occlusion. Upstream occlusion alarms were verified through a review of the event history log and found to be caused by cracks on the ultrasonic sensor flex. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an upstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.